Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaint of shortness of breath and labored breathing. The implantable cardioverter defibrillator was interrogated and found to exhibit non-sustained right ventricular oversensing alert from (B)(6) 2019. Upon further examination, the noise oversensing was suspected to be caused by myopotential oversensing. It was recommended that isometric testing be performed by the patient to verify the origin of the noise artifacts for further troubleshooting. The physician elected to have the patient be seen by the following physician and forwarded the information and recommendation to said physician. No changes were made at the visit in the emergency room and patient did not suffer additional adverse consequences. The patient was scheduled to be seen by the following physician at a later date.